Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Reportedly, the customer cleared the occlusion and delivered the remainder of the bolus. Subsequently, the customer¿s blood glucose (bg) level dropped to 40 mg/dl. Customer alleged that the remainder of the bolus delivered was inaccurate. Customer addressed bg level with carbs. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.